Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6)2020 , review of the episodes recorded in the device memory revealed noise oversensing on both atrial and ventricular channels. The physician reported that noise oversensing was already observed in the past on the ventricular channel. Consequently, the ventricular sensitivity was programmed to 8 mv. However, as it induced ventricular undersensing, and therefore a higher percentage of ventricular pacing and switches from aai to ddd, the ventricular sensitivity had been reprogrammed to 2.5 mv during the previous follow-up. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
Reportedly, during a follow-up performed on 1 may 2020, review of the episodes recorded in the device memory revealed noise oversensing on both atrial and ventricular channels. The physician reported that noise oversensing was already observed in the past on the ventricular channel. Consequently, the ventricular sensitivity was programmed to 8 mv. However, as it induced ventricular undersensing, and therefore a higher percentage of ventricular pacing and switches from aai to ddd, the ventricular sensitivity had been reprogrammed to 2.5 mv during the previous follow-up. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Please refer to the attached updated analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, review of the episodes recorded in the device memory revealed noise oversensing on both atrial and ventricular channels. The physician reported that noise oversensing was already observed in the past on the ventricular channel. Consequently, the ventricular sensitivity was programmed to 8 mv. However, as it induced ventricular undersensing, and therefore a higher percentage of ventricular pacing and switches from aai to ddd, the ventricular sensitivity had been reprogrammed to 2.5 mv during the previous follow-up. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
Reportedly, during a follow-up performed on (B)(6)2020 , review of the episodes recorded in the device memory revealed noise oversensing on both atrial and ventricular channels. The physician reported that noise oversensing was already observed in the past on the ventricular channel. Consequently, the ventricular sensitivity was programmed to 8 mv. However, as it induced ventricular undersensing, and therefore a higher percentage of ventricular pacing and switches from aai to ddd, the ventricular sensitivity had been reprogrammed to 2.5 mv during the previous follow-up. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Reportedly, the pacemaker was explanted and discarded on(B)(6)2020 and the associated leads were abandoned. A new pacing system was implanted. D7 updated.